Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as moderate to severe tortuosity and moderate calcification. The aortic neck was 25 mm in length, 29 mm in diameter, and angulated 60 degrees. It was reported that the talent bifurcated stent graft was being deployed from the right side; however, the physician did not completely deploy the stent graft, and therefore upon device removal, the tip of the delivery system was caught on the stent graft material. As a result, the stent graft was pulled down to the distal aortic bifurcation, and the contralateral stub leg became kinked, with its opening facing upward. The physician elected to intervene by converting the patient to an aorto-uni-iliac (aui). A talent converter (MFR # 2953200-2010-01304) was inserted into the patient; however, the device was unable to be advanced, because the device kinked due to the tortuous anatomy. The device was removed from the patient and was discarded by the user facility. The physician then successfully placed a 36 mm talent converter on the left side, followed by placing a talent occluder on the right side and performing a femoral-femoral bypass. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation results: moderate to severe tortuosity and moderate calcification; aortic neck angulation. Evaluation conclusion: moderate to severe tortuosity and moderate calcification; aortic neck angulation. Incomplete deployment of the stent graft.